Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that a front panel no communication error message with audible alarm occurred on power up. Following the event, the unit was pulled from service for evaluation. The biomed found one of the wires was burnt on the cable between the front panel interface board and the back light inverter board. The biomed replaced the front panel assembly to resolve the issue. The machine has been returned to service at the user facility without a recurrence of the event. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up was provided by the biomedical technician which revealed that one of the wires was burnt on the cable between the front panel interface board and the back light inverter board. The biomed replaced the front panel assembly to resolve the issue. The machine has been returned to service at the user facility without a recurrence of the event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.